Manufacturer narrative:
Correction: d.10. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said during the treatment the cassette was leaking fluid all over the floor. In a follow up, the patient's pd nurse discovered that the patient is confused and not able to report reliable information regarding the initial fluid leak report. Patient will be going into the clinic soon for further evaluation, but at this time there is no reported harm, intervention or adverse event associated with the fluid leak. It is unknown as to when the fluid leak took place. The patient is using the same cycler. The cycler set was discarded. No further details were available.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said during the treatment the cassette was leaking fluid all over the floor. In a follow up, the patient's pd nurse discovered that the patient is confused and not able to report reliable information regarding the initial fluid leak report. Patient will be going into the clinic soon for further evaluation, but at this time there is no reported harm, intervention or adverse event associated with the fluid leak. It is unknown as to when the fluid leak took place. The patient is using the same cycler. The cycler set was discarded. No further details were available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.